Manufacturer narrative:
The data logs were reviewed and confirm the complaint condition. The returned product revealed that there was a large crack in the sidearm luer connection along with white discoloration and smaller cracks. The root cause of the purge leak - pump is most likely due to a crack in the purge sidearm luer to reservoir likely due to stress from use. The root cause of the arrythmia was unable to be determined due to insufficient clinical details. The pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the patient on impella 5.5 support went into atrial fibrillation with rapid ventricular response. No intervention was reported. It was further reported that there was leak from the luer connection. The purge cassette was exchanged, but the purge leak was not resolved. A crack was noticed on the female connection side so a steri-strip was placed on the female port and a 6¿ extension line was added. Later, the patient was successfully weaned from the pump and survived.